Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid circumflex artery with moderate tortuosity, mild calcification and 95% stenosis. Pre-dilatation was performed with a 1.2x6mm balloon. A 2.75x15mm rx xience pro stent delivery system (sds) was advanced and the stent deployed; however, an edge dissection occurred. Another xience pro stent was implanted to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay in procedure. No additional information was provided.